Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
Doctor reported that during surgery implant disengaged from mount and fell down. Another implant was placed to finish the procedure.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative. Zimvie received one (1) tsvmb8, imp,tsv,mcol mg,3.7mm,8mm for evaluation. Visual inspection was performed. Implant was returned, no damage to the implant was identified. No issues with internal threads or mount. Implant shows signs of usage with bone and debris on implant. Device history record (DHR) review was completed for the subject lot number 1289564. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1289564 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : disengaged a definitive root cause could not be determined since device malfunction did not occur. Therefore, based on the available information, a device malfunction has not occurred. Implant was returned, no damage to the implant was identified. No issues with internal threads or mount. Implant shows signs of usage with bone and debris on implant. The reported event was unconfirmed following functional testing and physical evaluation. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.